Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal peripheral angiogram procedure, the catheter tip almost detached within the patient. The physician had acquired arterial access and during catheter manipulations under fluoroscopy, it was noticed that the wire tip had almost completely detached. The catheter and catheter tip were removed together from the patient over the wire. The tip did not detach within the patient. No patient injury to report..

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.